Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31355437l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a qdot micro and the patient experienced cardiac tamponade (probable cardiac perforation) that required drainage and prolonged hospitalization. Per-procedure tamponade, discovered at the end of the procedure with voltage drop and confirmed by trans-thoracic ultrasound (tte) check. According to the doctor, tamponade probably due to manipulation of the catheter, probable perforation of the left atrium at the roof. Actions taken included tte, pericardial drainage (1600ml). Monitoring in progress and the catheter is not responsible, according to the doctor. Additional event information was received indicating the physician's opinion on the cause of the adverse event is that it was patient condition related. The event occurred during the mapping phase; during mapping and sheath insertion into the left atrium with a tissue perforation (specific anatomy). Ablation was performed prior to noting the pericardial effusion. Transseptal puncture was performed. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. The patient fully recovered however required extended hospitalization for monitoring.

Manufacturer narrative:
On 18-sep-2024, additional information was received indicating the qdot was used for mapping. The physician doesn't think it is related to the catheter but related to the insertion of the sheath for the transseptal puncture. However, the event was discovered during mapping. Sl0 abbott sheath was used for transseptal. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).